Event description:
Patient reports device is powered off and they're being shocked. Follow-up with patient, they have an appointment to have their ipg replaced in sept. Physician feels this should take care of the problem.